Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg has eroded through their skin/pocket site. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.